Event description:
Lead remains implanted. Clinician reported noise on the lead. Outputs have increased in the last year and were set high at 6.0v in (B)(6) 2020. Shock impedance as trended down, sensing has remained fairly consistent. Clinic advised to bring the patient in and perform a full lead evaluation including postural and positional testing. No adverse events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.